Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurements measuring, 130 ohms. It was noted there has been a gradual rise. Technical services discussed possible causes and recommended to continue to monitor or to perform a synchronous maximum energy shock test. Additionally, the non-boston scientific right atrial (ra) lead exhibited oor intrinsic amplitude measurements. At this time, the leads remain in service. No adverse patient effects were reported.